Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse found that bracket was bent. To fix the issue the fse straightened the bracket and verified that zero pressure button was functioning. Also, the fse stated the machine was over 9 million cycles on safety disk so the fse replaced the safety disk and tidal volume disk. A full calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units zero pressure button is broken. There was no patient involvement reported.